Manufacturer narrative:
(B)(4). Customer returned pump for alleged lost sensor alarm found on (B)(6) 2022. The pump passed the displacement test and self test. Test p-cap and reservoir lock properly into the reservoir compartment during testing. No lost sensor alarm was noted during testing. Pump communicated properly with test guardian link transmitter and sensor connected successfully with pump. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Lost sensor alarm was not confirmed during testing. Moisture damage was confirmed isolated to the battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that there was loss of communication between insulin pump and transmitter and gave alert for lost sensor signal and sensor signal not found. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.